Manufacturer narrative:
The device was tested on the bench and using automated testing equipment and no anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was cardiopulmonary arrest and hypertensive cardiovascular disease.